Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. On (B)(6) 2021, the wire was left in the skin when the patch was removed. The patient was taken to urgent care where the doctor thought he could see the wire on an x-ray, and recommended follow up with a surgical and a possible computed tomography (CT) scan. Multiple attempts to reach the reporter for further information about treatment were unsuccessful and there was no report of medical or surgical intervention to remove the wire. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.